Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: not provided due to hospital policy a6: race: not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return; therefore, an evaluation of the device could not be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported an inability to insert the locator into the insertion sheath due to its stiffness. Consequently, the device was not used, and another angio-seal device was utilized to continue the procedure. Hemostasis was successfully achieved with the second device. The procedure prior to deploying the device was percutaneous coronary intervention (pci), and a pre-deployment angiogram was performed. The sheath ancillary used was 6 french (fr), with the puncture site proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 millimeters (mm). The event occurred pre-procedure, and no additional equipment or devices were used with the product.